Manufacturer narrative:
The infinity acs workstation cc consists of two independent parts. The ventilation unit (v500) and the displaying unit (cockpit c500). The service engineer on site exchanged the cockpit c500 and the pcb m16.2 from the v500. They were tested at the manufacturer site, both did not show a hardware malfunction. As no hardware failure was found the displayed blue screen points towards a software failure at the c500, which is also supported by the provided and reviewed service report. As no device log was available it was not possible to narrow this down to a specific failure. In case of a deviation at the c500 the device generates an adequate alarm and the ongoing ventilation is displayed at the supplemental oled-display.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
The customer reported that sometime in the evening of (B)(6) , the ventilator stopped ventilation and displayed a blue screen with a windows error. The ventilator workstation was sounding a constant alarm and the only way to silence the audible alarm was to turn off the main power rocker switch. The patient was removed from the ventilator. No reported patient injury.